Manufacturer narrative:
On (B)(6) 2024, the patient (pt) called to advise the pt will try again to send the urgent clinic report. The pt reported 2 visits with an eye care provider (ecp) and has a follow-up (fu) appointment today. At the first appointment (date not provided), the pt was advised there was no eye infection, but the pt has extremely dry eyes, then 2 weeks later ((B)(6) 2024) the pt was advised that the pt has an eye infection and ¿pieces of the pt¿s cornea are missing (unknown which was the affected eye(s).¿ the pt does not know the name of the ¿infection¿ and agreed to provide medical visit notes. The pt was prescribed (date unknown) neomycin/polymycin/dexamethasone ophthalmic suspension eye drops ou four times daily (qid) and return today. The pt decided to use the eye drops every 4 hours, up to 6 times daily (¿since the package insert said the eye drops could be used 6 times daily¿) for the ¿first few days,¿ then decreased to three times daily (tid). At the visit today, the pt advised the ecp said there is no current infection, but the dry eyes persist. The pt was advised to use refresh plus preservative free eye drops. The ecp did not advise the pt to stop using the antibiotic eye drops, but the pt stopped using them as the infection was resolved. The pt reported tearing eyes ¿the past few nights when driving.¿ the pt has not returned to contact lens (cl) wear and will return to the ecp next week for a routine eye exam. The pt will provide the ecp notes and pictures of medications via email. The urgent clinic note was received from the pt and was blurry and illegible. On (B)(6) 2024, a call was placed to the pt for additional information. The pt advised at the (B)(6) 2024 visit that there is no more infection in the eyes and was advised by the ecp to use a single dose eye lubricant for the dry eyes. The pt was also advised to use ¿warm packs¿ on the eyes at night and to use ¿shampoo to wash the eyes.¿ the pt reported using the eye wash for a few days, but did not know how long the eye wash was to be used. The pt has not returned to cl wear. The pt clarified what was meant by pieces of missing cornea as that the ¿dr said my eyes are so dry that they scratch the lens.¿ the ecp advised the pt that the tiny scratches would ¿heal itself¿ if the pt keeps the eyes moist. No additional antibiotic eye drops were prescribed, and the pt has not used an antibiotic in a ¿few weeks now.¿ the pt advised that the fu appointment on (B)(6) 2024 is for a cl exam and just to ¿check the eyes.¿ the pt advised that the eyes are fine now and was not told if ¿scratches¿ were still present. The pt works in a kitchen and is around heat all day which the pt thinks causes the dry eye issue. The pt was given trial lenses by the ecp, and reported trtying 1 set of lenses that felt well on the eye, but after the pt removed the lenses, the pt felt the eye dryness again. The pt did not send the ecp visit notes by email as advised because ¿the papers had nothing on it with any diagnosis or treatment.¿ the pt refused to allow a call to the ecp to verify the diagnosis and treatment and advised the pt will send the visit notes. The pt advised there is no return appointment scheduled. On (B)(6) 2024, the pt sent ecp visit notes via email. Date of visit: (B)(6) 2024. Chief complaint: eyes feel sticky/tacky, tearing, lost voice from infection, excessive discharge @ night; improved next day, but tearing. Went to urgent care and given topical antibiotics x 7 days. Va: od distance: 30; os: 25 current cl issue date (B)(6) 2023; acuvue 1 day moist multifocal: rx od: +4.75; mid add; bc 8.4. Rx os: +4.25; mid add; bc 8.4. Slit lamp exam: od: tear film: reduced tbut, frothy tears; cornea: clear; iris: flat br; lens: clear; anterior chamber: deep/quiet; lids/lashes: inspissation; bulbar conjunctiva: staining diffuse os: tear film: reduced tbut, frothy tears; cornea: clear; iris: flat br; lens: clear; anterior chamber: deep/quiet; lids/lashes: inspissation; bulbar conjunctiva: staining diffuse impression: meibomian gland dysfunction, unspecified eye. Plan: wcs qd ou; at¿s qid ou. Date of visit: (B)(6) 2024. Va: od distance: 30; os: 25. Current cl issue date (B)(6) 2023; acuvue 1 day moist multifocal: rx od: +4.75; mid add; bc 8.4. Rx os: +4.25; mid add; bc 8.4. Slit lamp exam: od: tear film: reduced tbut, frothy tears; cornea: clear; iris: flat br; lens: clear; anterior chamber: deep/quiet; lids/lashes: inspissation; bulbar conjunctiva: staining diffuse os: tear film: reduced tbut, frothy tears; cornea: clear; iris: flat br; lens: clear; anterior chamber: deep/quiet; lids/lashes: inspissation; bulbar conjunctiva: staining diffuse established patient. This report is for the pt¿s od event. A separate report will be submitted for the pt¿s os event. No additional information has been received. No additional information is expected. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Event description:
On 14oct2024 a patient (pt) called to report an ¿eye infection¿ and was prescribed antibiotic eye drops by an urgent care clinic while wearing the 1-day acuvue® moist® brand multifocal brand contact lenses (cls) on 24sep2024. The pt experienced right eye (od) and left eye (os) discharge and tearing. The pt reported a green/yellow discharge and ¿washed¿ both eyes (ou) with baby shampoo during the night. The pt advised the following morning, there was no more discharge, but ou were tearing. The pt visited an urgent care clinic the following day (date not provided) with ¿laryngitis¿, no cough, a little fluid in the ears, but clear lungs. The pt was prescribed a z-pack, an unknown cough medication to take at night and claritin. The following day the pt went to a clinic and was prescribed tobramycin 1 to 2 drops every 4 hours while awake for 7-10 days. The pt reported using 2 drops for the first 24 hours and used the eye drops for 8 days. The pt reported the diagnosis was ¿conjunctivitis¿ and did not have a follow-up appointment. The pt reported using the claritin for 2 days, also using all the eye drops and other medications as prescribed. The pt reported an attempt to return to cl wear (date not provided) and same symptoms occurred. The pt then had a ¿televisit¿ (date not provided) then another clinic visit on ¿saturday¿where the eyes were not examined, lungs and ears were clear. The pt was prescribed ciprofloxacin eye drops every 4 hours for 7 days and is still using the medication. The pt was advised it was a ¿bad case of conjunctivitis.¿ the pt reports voice sounds ¿nasally now¿ and has allergies on eyes and ¿usually uses eye drops.¿ the pt uses blink eye drops, but discarded the eye drops, make-up and anything that could be causing the symptoms. The pt did not visit an eye care professional (ecp) and reported it has been a year since the last eye exam. The pt will try to make another appointment to follow-up. The pt may still have the discharge papers from the urgent care clinic and agreed to send the report by email if available. Multiple calls were placed to the urgent care clinic for additional medical information on 14oct2024, 17oct2024, and 24oct2024, with no success. On 25oct2024, the pt called to advise ¿contact with ecp¿ (date not provided) and mentioned ¿dry eye condition¿ that is not improving. The pt also advised taking an antibiotic eye drop, oral antibiotic, but wants to see if ¿something stronger could work better.¿ on 28oct2024, the pt reported visiting the ecp on 18oct2024 and advised there is no infection. The pt was advised of ¿extremely dry eyes¿ which could be due to exposure to extreme heat or the pt may have ¿gotten some lotion in the eye which clogged the tear ducts.¿ the pt advised both issues may be possible due to the pt¿scurrent work conditions. The pt was advised by the ecp to stop using the antibiotic drops and use blink extreme dry eyes drops only at night for 1 week and use a heated eye patch for 10 minutes twice daily. The pt advised sometimes the blink drops were used during the day. No new refraction was conducted due to the dryness. No paperwork was provided to the pt b the ecp¿s office. The pt reported no cl wear since 14oct2024. The pt reported ou ¿seem ok now, they are no longer tacky in the mornings.¿ the pt was able to find discharge papers from the urgent clinic and provided diagnosis codes found on the papers as h10.023 (bilateral mucopurulent conjunctivitis), j06. 9 for acute upper respiratory infection, unspecified. The pt agreed to send the medical report for evaluation. On 08nov2024, an email was sent to the pt requesting the medical report from the urgent clinic. No additional medical information has been received. The pt¿s ou event will be reported as a worst-case upon the pt's notification of diagnosis of bilateral mucopurulent conjunctivitis. We were unable to verify the pt's diagnosis and treatment. This report is for the pt's od event. The pt's os event will be submitted in a separate report. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 1844121604 was produced under normal conditions. The od suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.